Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. Regarding the log analysis and the complaint description, the shutdown of the robot was due to the excessive force that was applied to the robot arm while it was fully extended. When the arm of the robot is extended and stalled, a small force can induce a large torque and exceed the limit torque of the joint. An excessive torque results in an unrecoverable error and forces the device to shut down. After the reboot of the device, the user has successfully redone the laser registration.

Event description:
During laser registration (around 9:55am est), the surgeon was heading to scan the patient's right temple, and a shutdown was experienced. The robot arm was extended, and the arm appeared to have stalled because of this and the rotation of the arm. When the surgeon applied force to make the arm move, the controller shutdown and the 'unrecoverable' message appeared on the screen. The surgeon did not feel that they applied too much force. The robot was restarted and the laser registration was performed again. The patient was under anesthesia and no incisions were made. The delay was less than 5 minutes.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During laser registration (around 9:55am est), the surgeon was heading to scan the patient's right temple, and a shutdown was experienced. The robot arm was extended, and the arm appeared to have stalled because of this and the rotation of the arm. When the surgeon applied force to make the arm move, the controller shutdown and the "unrecoverable" message appeared on the screen. The surgeon did not feel that they applied too much force. The robot was restarted and the laser registration was performed again. The patient was under anesthesia and no incisions were made. The delay was less than 5 minutes.